Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that after changing the coin cell battery, the device would lock up during its power on cycle. There was no patient use associated with the reported failure.